Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, a posterior capsular tear due to the sharp point of the handpiece. He reported that there was a 5mm central tear in the posterior capsular wall. The surgeon decided to implant a lens in the "capsule pocket," but the lens fell back into the vitreous. He was able to retrieve the lens by grabbing the haptic, which caused the haptic to break. While trying to remove the lens from the eye, an anterior capsule tear occurred so the surgeon elected to leave the pt aphakic and performed and anterior vitrectomy to complete the procedure. The surgeon does not blame the lens for the reported events, but blames the pt's "small eye" and the sharp point of the handpiece.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).